Manufacturer narrative:
Follow-up information received on 19-nov-2015:(B)(4). A physician was added as new reporter and the case became medically confirmed. The patient gynecologist was not aware of any of the complaints and was surprised to read about it and the fact that the patient consulted another gynecologist for having the essure removed. According to the gynecologist the patient had been treated in (B)(6)-2010. In an unspecified date no coils were seen in the right side. At first the patient refused to have the hysterosalpingogram (hsg). In (B)(6)-2011 the hysterosalpingogram (hsg) was performed and no abnormalities were observed. Afterwards the patient did not consult her primary gynecologist regarding the complaints. No further information was provided. Product technical complaint investigation result was received on 14-dec-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-dec-2015 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous medically confirmed case report received via lay press, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and essure coils were floating through her body (interpreted as device dislocation). She underwent a recovery operation (interpreted as removal of essure) and the pain disappeared. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Also, during essure therapy there is a risk that the device could move out of fallopian tubes. In this particular case, very limited information was provided. The event essure coils were floating through her body was interpreted as a suspicion of device dislocation, however the exact position of the device is unknown. The abdominal pain in this case, could also be related to this dislocation. Considering the nature of the reported events, and since the pain disappeared after the surgery, causality between these events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required and surgical intervention was performed. The product technical analysis concluded there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up is not possible, since this is a lay press case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 14-mar-2016: information received from gynecologist states that the correct start date of essure is 2010. Follow up information received on 17-mar-2016: case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-mar-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous medically confirmed case report received via lay press, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and essure coils were floating through her body (interpreted as device dislocation). She underwent a recovery operation (interpreted as removal of essure) and the pain disappeared. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Also, during essure therapy there is a risk that the device could move out of fallopian tubes. In this particular case, very limited information was provided. The event essure coils were floating through her body was interpreted as a suspicion of device dislocation, however the exact position of the device is unknown. The abdominal pain in this case, could also be related to this dislocation. Considering the nature of the reported events, and since the pain disappeared after the surgery, causality between these events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required and surgical intervention was performed. The product technical analysis concluded there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This is a lay press case report received from a (B)(6) female consumer in (B)(6) on 11-nov-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She stated that she had two difficult pregnancies (delivering a daughter and son). Afterwards, she was always afraid to become pregnant again. She was not able to endure a spiral / iud and she had troubles while taking oral contraceptives. Therefore she decided to have essure. After having essure inserted she experienced: felt like an angry women, pain, hormonal fluctuation, it sucks you empty, abdominal pain, pain in back, knee complaints, joint complaints, menopausal complaints, anxiety and panic attacks. She had to quit her job due to the complaints. She went to another gynecologist and it appeared that the essure coils were floating through her body. After the recovery operation the pain had disappeared immediately. Follow-up information received on 19-nov-2015: the case received the regulatory authority number (B)(4). A physician was added as new reporter and the case became medically confirmed. The patient gynecologist was not aware of any of the complaints and was surprised to read about it and the fact that the patient consulted another gynecologist for having the essure removed. According to the gynecologist the patient had been treated in (B)(6) 2010. In an unspecified date no coils were seen in the right side. At first the patient refused to have the hysterosalpingogram (hsg). In (B)(6) 2011 the hysterosalpingogram (hsg) was performed and no abnormalities were observed. Afterwards the patient did not consult her primary gynecologist regarding the complaints. No further information was provided. Company causality comment this spontaneous medically confirmed case report received via lay press, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and essure coils were floating through her body (interpreted as device dislocation). She underwent a recovery operation (interpreted as removal of essure) and the pain disappeared. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Also, during essure therapy there is a risk that the device could move out of fallopian tubes. In this particular case, very limited information was provided. The event essure coils were floating through her body was interpreted as a suspicion of device dislocation, however the exact position of the device is unknown. The abdominal pain in this case, could also be related to this dislocation. Considering the nature of the reported events, and since the pain disappeared after the surgery, causality between these events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required and surgical intervention was performed. A product technical analysis is expected. Follow-up is not possible, since this is a lay press case.